Event description:
Paramedics were attempting to shock a cardiac arrest pt in ventricular fibrillation. Allegedly the device would not charge past 50 joules. A back up unit was obtained and used to continue treatment to the pt. The pt was resuscitated.

Manufacturer narrative:
During an initial field evaluation by physio-control an intermittent failure to charge was observed. However, during subsequent testing, proper operation was observed and the malfunction was not duplicated. The system printed circuit board, transfer relay and the paddle assembly will be replaced for preventative maintenance and the device returned to the customer for use.